Event description:
The customer reported that the system was crashing (locking-up) and repeatedly needed to be rebooted. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.